Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing neurovascular planned treatment procedure was performed when the issue happened. The procedure was delayed and completed by using the same system at the time of event. The philips remote service engineer (rse) examined the system remotely and confirmed that the reported problem. After reviewing the log file, rse found failure in the x-ray tube. To resolve the problem, onsite visit, philips field service engineer (fse) performed calibrations on the x-ray tube, including condition and grid tests. After performing calibrations on the x-ray tube, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure on the same system with minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.